Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication cannot be determined. Although the hospital attributed the cause to a "medical accident," isi is unable to confirm this statement with the site. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an isi technical support engineer (tse) and the following was observed: several procedures were completed after the reported day with no complaints reported. An isi field service engineer (fse) replaced the integrated electrosurgical unit (iesu) to resolve an m-02 error on the iesu. The m-02 error occurred prior to and during the procedure and could result in the erbe not delivering energy to the instrument. The tse also identified 25920 errors which could have been caused by an instrument, energy cable, or the way that an instrument was seated on the universal surgical manipulator (usm). The tse also identified 25913 errors which could have been caused by the way an instrument was seated to the generator or by the use of a second generator (e-100) with the system. The system logs were also reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The e-100 logs were also reviewed by the fae and the following findings were obtained: there were 23 intermittent instances of high initial starting impedance, which may suggest that there was too much tissue or fluid between the jaws of the instrument. However, after these instances the user was able to utilize the sealing function 235 times without any sort of error. A review of the event was conducted by an isi medical officer and the following additional information was provided: based on the information provided in the summary of events, including consideration of the prolonged length of time between the original procedure and the catastrophic bleed nearly 2 weeks later, insufficient information is provided to determine the root cause of the injury or its potential relation to the original surgery. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted hysterectomy-malignant procedure, the patient had profuse bleeding from the lower half of her body on post-operative day (pod) #14. The patient was rushed to the hospital but was confirmed dead from hemorrhagic shock. An autopsy performed showed that there was a 2 mm laceration in the external iliac artery. The cause of the complication is unknown.

Event description:
It was reported in the press that after a da vinci-assisted hysterectomy-malignant procedure on (B)(6) 2022, the patient was discharged on (B)(6) 2022. On (B)(6) 2022, the patient bled profusely from the lower half of her body and fell unconscious. She was rushed to the hospital but was confirmed dead from hemorrhagic shock. A pathological autopsy performed at the hospital on (B)(6) 2022 found a laceration of approximately 2 mm in the left external iliac artery. A large amount of blood is believed to have flowed from this laceration in a short period of time. On (B)(6) 2022, the hospital acknowledged that it was a medical accident and apologized to the bereaved family. The hospital's response to the interview: "we are very sorry to the bereaved family. This is not a case of bleeding during surgery, but a case we have never experienced before." Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.